Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. The right ventricular (rv) lead had perforated the right ventricular apex and was in the pericardium. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.